Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. It was also reported that undersensing and intermittent oversensing was noted on the right ventricular (rv) lead during ventricular arrhythmia. Undersensing was also noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.